Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: patient was to be treated for acom aneurysm with fredx, 5f intermediate catheter was parked in the cavernous ica, microcatheter in a2 with the help of a guidewire. Based on the artery diameter & the desired landing zones, fredx 2.5x18x13 was selected and loaded in the microcatheter. Deployment started from a2 and neck of the aneurysm was covered successfully. Runs were taken and all was good. While deploying fredx at the a2- a1 junction, it was realized that the fredx is not opening. The physician tried all the maneuvers like unsheathing, pushing out the device, pulling and pushing, nothing worked. He took a run and realized that there was a clot in the unopened part of fredx. He immediately decided to resheath the device and loaded the patient with antiplatelet medication. When he opened the device again in the bowl of saline, it was found that after few mm of the device, it was not opening. It was like a constrained strand and because of that some clots were formed in it. He put the device as it is in the hoop, kept it aside and completed the procedure successfully with available fredx 2.5x25x20. Patient was shifted to ICU, extubated and discharged.

Manufacturer narrative:
The investigation of the returned stent system found the stent returned loaded in the introducer. The stent was able to advance through an in-house microcatheter without resistance and fully open when deployed in open air during the investigation. No residual blood was observed on the returned stent. Furthermore, no images from the procedure were provided for review; therefore, the investigation could not verify the presence of the clot described in the reported event. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.